Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient experienced urinary incontinence and pelvic pain. Upon exam, the patient had mesh erosions in the anterior vaginal wall. The mesh was explanted on (B)(6) 2008. Additional information has been requested.